Event description:
It was additionally reported that the rv lead had low pacing impedance. Noise was observed on electrogram. The lead was capped and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b implantable pulse generator (B)(6) 2002; 4568-53 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a slow decline in bipolar impedance, which now measured lower than the unipolar impedance. The bipolar capture threshold had also risen. The lead was reprogrammed to unipolar polarity and remains in use with further follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).